Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen at unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. The patient was experiencing effects of gablofen more in the upper extremities than in the lower extremities; it was unknown when this began. The original catheter tip was at t2. X-ray was done as a diagnostic tool. The physician decided to move the catheter tip from t2 down to t10 to help facilitate lower extremity spasticity relief. The catheter tip was pulled back under fluoroscopy guidance and the anchor was re-sutured down on (B)(6) 2016. There was slack in catheter "collier" loosely above and below anchor in two loops. No changes were made to programming and the patient was to follow up with their managing physician on (B)(6) 2016. Additional information indicated the patient was doing fine and had no problems. The managing physician increased the dose to an unknown amount and was going to follow up with the patient in the week following their (B)(6) 2016 appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.